Event description:
A malfunction was reported with a pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump and provided instructions on how to address the malfunction should it recur. The caller was informed to contact support again if the issue persists and understood the guidance given.